Manufacturer narrative:
E1 - phone number: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. One photo shows the label on the pouch, and the lot number matches the report. The additional photos show the device, and there is a break in the outer blue catheter. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon deflated. During a visual examination, a break in the outer blue catheter was identified approximately 102.5 cm from the distal end of the white strain relief. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Note: the pre-loaded wire guide with stem bumper was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the report it states that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that the catheter broke in the middle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.